Event description:
User's narrative: "a pt for knee surgery, sitting postion on bed for spinal, anaesthesiologist inserted needle, using introducer, one time, withdrew needle to reposition, 2/3 of needle was missing, and in pt's back, requiring open back surgery to retrieve, sample-proximal end of fragment was kinked in order to grasp for removal during the retrieval surgery. Medium sample mailer." Sample will be sent back to MFR, not yet received.